Manufacturer narrative:
Additional patient information: patient height reported as 6 feet. (B)(6). (B)(4). The original implant procedure took place on an unknown date approximately three (3) years ago. Per facility, the complainant parts were discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to possible osteomyelitis. The original procedure, which was to repair a right tibial plateau fracture, occurred three (3) years ago. The fracture had reportedly healed completely. The removed hardware included one (1) 3.5mm proximal tibia plate, two (2) 3.5mm cortical screws, and five (5) 3.5mm locking screws, all of which were intact. Cultures were taken and the area was irrigated with bacitracin. The procedure was completed successfully without incident. This report is 1 of 3 for (B)(4).